Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caregiver regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The caller reported that the patient had a fall last saturday and she believed it was disconnected. The caller noted the patient was on her second day in rehab and that the device was on the right side. It was indicated that a poor communication screen was seen on the patient programmer (pp). The caller reported poor communication on the pp and noted that they were using the antenna. The caller was instructed to confirm that the antenna was secure and sync with the implantable neurostimulator (ins) but this did not resolve the issue. The patient was instructed to unplug the antenna, place the pp over the ins on the skin, and sync. The caller reported that this did not resolve the issue. The caller was instructed to have a healthcare professional (hcp) call and have a manufacturer representative (rep) come check the device. The caller noted that the battery seemed to be lying flat under the skin like it normally did. No patient symptoms reported.